Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208-jp, serial # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # icv1208 perceval heart valve at the time of manufacture and release. Based on the available information, the root cause of the event could not be established at this time. Reportedly, there is no adverse impact, and outcome was good after the reintervention. Since the explanted device was not returned to the manufacturer, no further investigation on the device could be performed. Moreover, form the document review, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a model # icv1208 perceval heart valve at the time of manufacture and release. A follow up report will be provided upon receipt of further information.

Event description:
Manufacturer was informed that perceval valve pvs21 was implanted on (B)(6) 2023 with CABG as concomitant procedure. Reportedly, about three months after surgery, fever and enterococcus infection were noted. Vegetation was also noted on the leaflets of the valve. As reported, in the week of 19 feb 2024, regurgitation was noted. As such, the valve was explanted on (B)(6) 2024. Patient also underwent mvr since infection was also noted with mitral valve. Further information indicated that the patient has previous history of endocarditis in jan 2024. Reportedly, verrucae were present throughout the valve due to enterococcal infection, and the valve had lost its function. Reportedly, patient was treated with antibiotics prior to the explant. There was no impact on the patient and outcome was good.